Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support, and the supplies were changed to resolve the issue. There was no adverse impact to customer¿s blood glucose level. Customer continued to use current pump for insulin delivery.